Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, during arterial sheath placement the .035'' wire retracted and the arterial sheath moved to the end of the wire causing a dissection on the left common carotid artery. An additional stent placement to cover the dissection. The procedure was completed successfully, and the patient is neurologically intact.